Event description:
It was reported that customer's insulin pump alarmed button error. Customer was trying to deliver a bolus when the buttons stopped working. Customer's blood glucose was 7.0 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window corner, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.